Event description:
"It was reported that a midline IV catheter was inserted. The guide wire was later found in the patient's arm".

Manufacturer narrative:
Qn# (B)(4). Additional information received 14-mar-2025 indicates "following insertion of the midline and initially working as it should, the next day it abruptly stopped working and had to be removed, however it was unknown at this time that the guide wire was still within the consumer's arm. There is no direct physical harm on identification of the retained guide wire, it was promptly removed by the vascular and orthopaedic team". No complications were reported. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Although the sample was not returned for analysis, the investigation evaluated the available information that has been provided regarding this case. The customer reported that after a midline catheter insertion, approximately one day later the catheter was having a functional issue. It was promptly discovered that the guidewire had been retained within the patient. The customer then underwent a procedure to remove the guidewire from their arm. The exact circumstances pertaining to the midline catheter insertion and the procedure performed are not known. Additionally, the exact condition of the guidewire (whether it was fully intact or damaged) is also unknown. The instructions for use (IFU) provided with this finished good instructs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counter clockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow. Holding sheath in place, remove guidewire and dilator as a unit." The IFU also warns the user, "precaution: maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus." Considering the above, the complaint of guidewire retained in the patient has been confirmed as the guidewire was removed from the patient by a vascular and orthopaedic team at a hospital. However, since the exact details regarding the medical procedure performed and conditions of the removed guidewire are unknown, the root cause of the event cannot be determined based on the available information. If additional information about this case is received, or if a sample is returned for investigation, the report will be revised as necessary. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
"It was reported that a midline IV catheter was inserted. The guide wire was later found in the patient's arm".